Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect lemo connector was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system would not provide fluoroscopic x-ray due to a damaged pin in the interconnect cable. There is no report of pt injury associated with this event.